Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide a cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.